Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed that "pump not primed" warnings had occurred associated with low force readings that do not reach zero. The pump insulin delivery totals were reviewed and correctly reflected the user programmed rates. The pump successfully performed the rewind, load cartridge, and prime steps without alarms. A force sensor calibration test was performed and confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed a flow accuracy test and was confirmed to be delivering within specifications. The pump was opened and no damage was found to the force sensor circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging symptoms of low blood glucose including severe sweating and disorientation after priming while attached with loss of prime warnings. The reporter indicated that the pump was alarming for loss of prime warnings and patient was experiencing difficulties disconnecting the infusion set because of neuropathy in both hands which caused the patient to prime the pump while attached at the infusion site. The reporter was unable to provide a blood glucose level because they were not tested while traveling. This report is made based on the allegation that the patient experienced symptoms indicative of hypoglycemia which may have been contributed to by use error related to the loss of prime warnings.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The troubleshooting of the event indicated that the patient primed the pump while attached at the infusion site. The user guide instructs the patient "never prime tubing or tighten the cartridge cap while the infusion set is connected to your body. Doing so while the infusion set is connected to your body can result in unintended delivery of insulin, which can result in serious injury or death." No conclusions can be made at this time.